Manufacturer narrative:
Inspection and testing found the angle could not be locked and unlocked due to deterioration of the angle mechanism due to rust. In addition, the adhesive on the bending section cover was floating due to deterioration. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported the up/down angulation of the scope did not work. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the angulation became locked and the angle lever did not move. This report is being submitted for the malfunction found during evaluation (angulation locked). There was no harm or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the bending section was corroded due to invasion of water through the detached part and that led to locking of the bending section. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 21-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.